Manufacturer narrative:
There was no patient involvement. Sorin group deutschland manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group deutschland. Sorin group deutschland (B)(4) received a report that the touch screen of the s5 double head pump became unresponsive during set-up. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group deutschland (B)(4) received a report that the touch screen of the s5 double head pump became unresponsive during set-up. There was no patient involvement.